Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(6). An evaluation was performed on the returned device. As per received condition; plate is broken apart at the 6th locking hole. Based on the topography of the fracture surface, it can be conclude that the plate was subjected to low dynamic bending loads (one sided). Constantly alternating bending loads /load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a breakage of the plate at the fracture zone, six weeks and one day after the patients surgery. The date of the initial surgery was (B)(6) 2013. Patient with metastasis of proximal of diaphyseal left femur. The patient has a very little support (bed-armchair). This report is for 1 of 1 complaint (B)(4).